Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced low blood glucose. Customer's blood glucose was 2.5 mmol/l. It was stated that the insulin pump occurred bolus anomaly. It was stated that when the customer do not use the bolus, the insulin pump will has the bolus insulin infusion sometime. The insulin pump will be returned for analysis.